Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed upon a device check. The device remains implanted and it will continue to be monitored. The patient was doing well.